Manufacturer narrative:
(B)(4). On (B)(6) 2015, the recipient underwent repositioning surgery. Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient's device was repositioned. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.